Event description:
Title: patient fall due to broken toilet seat. The patient was using a [permanent] commode and a raised toilet seat [with arms]which was broken. [The seat broke away at the hinge which was visible only upon close inspection after the patient had fallen.] The patient slipped and fell off of the seat and bumped their head. The patient was sent to the emergency department for evaluation and xrays. [This permanent commode was located in the patient bathroom. Normal wear was stated as a cause but there were no visible signs of disrepair. The inspection process for this type of device is every 12 months during scheduled room inspections. The patient did not have assistance in using the device at the time of the event. This has not happened with this device previously at this facility. There were no unusual circumstances or activities surrounding this event]. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).